Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge septum was leaking after filling the cartridge with 170 units of insulin. The customer reported a blood glucose level of 192 (mg/dl). The infusion set was changed and a bolus was delivered to address bg levels.